Event description:
The customer reported that the information center gave no visual or audio alarms when a pt was in asystole.

Manufacturer narrative:
The customer reported that the information center gave no visual and audio alarm when the pt was in asystole. On 03 april 2008 a pt death occurred. The pt was expected to die because of poor health condition, per the hospital staff. The field engineering provided onsite support and tested the system and no problems were noted. The device was not a contributing factor in the outcome of the pt. No device malfunction occurred. The log files confirmed that the device did generate an asystole alarm and the alarm was silenced by the user. This information was provided to the customer and no additional information was requested. No further communication, investigation, or action is warranted.